Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their reservoir. It was reported that the customer had issues with air bubbles. It was reported that the customer had to discard reservoir full of insulin due to the air bubbles. The customer declined to speak to helpline for troubleshoot.